Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through event history log review. The cause was a false empty detected and a use error, the clinician inappropriately set minimum drain volume percent setting too low.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2012. During the night drain cycle five, the patient's ultrafiltration reading was 1384ml. Which indicates that the home patient (hp) drained 1384ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available at this time.